Event description:
The customer tested her blood glucose using her contour meter and received readings of 250 and 290mg/dl. She retested using another contour meter and received a reading of 130mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot. She insisted on meter replacements. Only the meter information was provided. No product will be returned. New meters were sent.